Manufacturer narrative:
On the previously submitted report, outcomes attributed to ae in box b was incorrect. It is corrected on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient passed away due to lung cancer. Due to no device information being provided, the exact recall number is unknown, therefore the most likely recall number is reported on this report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.